Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used. It was reported that the needle was found pierced through suture unopened packaging. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number qhmdzr / w9571t14 and no non-conformances related to the reported complaint condition were identified. Summary: two pictures were received to ethicon inc for evaluation and as per the visual analysis of the pictures the tip needle was noted pierced the foil packet and causes a hole in the foil cavity and the sterile barrier was compromised. The hole in the cavity defect has been correlated to the manufacturing process. Based on the information currently available, the hole in the cavity was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Further investigation has been initiated and recorded under non-conformance. Additional information was requested, and the following was obtained: was procedure successfully completed? How? Procedure name? Unable to get the information from doctor. They found the suture packet in this manner when they were taking it out of the suture box. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Please clarify if actual sample could be returned? If yes, please provide shipping date and tracking information if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.